Event description:
In early 2009, the sales representative reported that during surgery the cam fell out when the surgeon was adjusting the speedlink. Additional information received on 08 jan 2009 via telephone, the sales representative reported that during surgery, the speedlink was being implanted into the patient when the cam that locks the speedlink popped out and disassembled when the surgeon was locking it into the rod. The surgeon then explanted the speedlink, and implanted another one. There was no surgical delay.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.